Manufacturer narrative:
(B)(4). Batch # t5ac7k. Investigation summary: the analysis results that one ec60a device was returned with no visual non-conformances and with an ecr60g cartridge reload present. The reload was received partially fired 1/16, with the cartridge pan partially dislodged from left side. In addition with 5 double drivers missing. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, stapler closed down on tissue. Locked out and gun wouldn't fire/knife wouldn't advance. Waited for 3 mins. Device got stuck and wouldn't open. Reverse knife button wouldn't work. Surgical assistant commented was possibly too much tissue in the jaws. Fiddled around and were able to open the gun. Same like device opened and worked fine. Procedure was not extended greater than 30 minutes due to the failure. There were no adverse consequences for the patient.